Event description:
It was reported the customer had inaccurate readings on their sensor. Customer also reported calibration error alarms and change sensor alerts. It was also reported the customer was hospitalized for low blood glucose. Customer's blood glucose was 22 mg/dl at the time of admission. The customer was treated and their blood glucose rose to 300 mg/dl. Customer also stated they had kidney failure and it was hard for them to manage calibrations. The customer was advised to monitor their sensor readings. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.